Event description:
It was reported that the bd plastipak¿ insulin syringe without needle plunger rod difficult to move and waste of drug. The following information was provided by the initial reporter, translated from portuguese to english: it's taking a lot, and it's not coming out perfectly the drug, disrupting the management and waste of drug).

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe without needle plunger rod difficult to move and waste of drug. The following information was provided by the initial reporter, translated from portuguese to english: it's taking a lot, and it's not coming out perfectly the drug, disrupting the management and waste of drug).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.